Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after a cardiac resynchronization therapy defibrillator (crt-d) system implant, the left ventricular lead dislodged. The lead was explanted and replaced with a competitor lead. Also during the lead revision procedure, there were set screw issues with the device so the crt-d was explanted and replaced. It was then reported that the crt-d system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.